Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that they experienced high blood glucose. Customer's blood glucose rose to 434 mg/dl. The customer treated their blood glucose with a set change and a bolus. The customer stated the customer's high blood glucose did not result in any serious injuries or hospitalization. The customer also reported issues with their infusion set. The customer declined to return the insulin pump for analysis.